Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that ¿the wrapping paper broke a hole.¿ photographs were provided depicting the reported complaint issue.

Manufacturer narrative:
A review of the last three product monitoring review's for trends indicated no trends for this issue on this product. A photo was received which was not evaluated. The historical complaint data from february 01, 2016 to february 28, 2018 was reviewed as it relates to reports for product number 187662. A total of three (3) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).